Event description:
It was reported via repair work order that the casters locked up due to loose caster mounts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.